Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) impedance was high. The rv coil showed a similar increase in impedance and noise on the rv coil to can electrograms (egm) was noted to be consistent with a damaged lead. A suspected lead fracture of the rv coil conductor was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.